Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery, and power loss alarm. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery, and power loss alarm were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that received replace battery and power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had low battery alarm prior to replace battery alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence they received low battery warning prior to replace battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.